Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was that during the implant procedure the lead was implanted but had low impedance. The lead was not used and a new lead was implanted instead. It was also reported that another lead was attempted to be implanted but the lead could not be rotated after the screw was screwed out. This lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.